Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240, during dwell 5 of 5. The technical services representative (tsr) explained the alarm and instructed the home patient (hp) to close the clamps and cycle the power to clear the error. The tsr advised the hp to discard the supplies and finish with manuals. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 5/5 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).